Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to touch. Customer reported a blood glucose level of 50 mg/dl, in addition to exercise customer attributed the low bg to their pump settings. Customer consumed carbohydrates to address the low bg and address any settings changes with their health care provider. Customer continued to use the pump for insulin therapy.